Event description:
It was reported via repair work order that there was intermittent footboard function due to piece of mattress tag being stuck in the connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.